Event description:
Fractured acetabulum during primary surgery. Had to ream up and implant larger cup with screws. This problem resulted in a 1-hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.